Event description:
The user facility reported a water leak from their amsco 600 sterilizer. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the water hose had detached from the unit. To resolve the issue, the technician replaced the water hose. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.